Event description:
During an in-clinic follow-up, far-field r-wave oversensing (ffrwos) episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable.